Event description:
The user facility reported that during cleaning activities in the room sparks were emitting from their 3085 surgical table. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the ac plate assembly was damaged. The table was installed in 2014 making it approximately 8 years old and is not under steris service agreement; the user facility is responsible for all maintenance activities. The technician replaced the ac plate assembly, tested the table, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the ac plate assembly was damaged. The table was installed in 2014 making it approximately 8 years old and is not under steris service agreement; the user facility is responsible for all maintenance activities. The technician replaced the ac plate assembly, tested the table, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during cleaning activities in the room sparks were emitting from their 3085 surgical table. No report of injury.